Manufacturer narrative:
(B)(4). A wallflex biliary rx uncovered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and undeployed. The outer sheath was stretched out in the guidewire access sheath (gas) section and the gas ramp was found lifted. The inner sheath was found kinking out of the gas section and was separated. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and cutting the tip distally. The outer diameter (od) of the stent was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed. The damages noted on the delivery system may have been a result of excessive force applied to the device during use. Taking all available information into consideration, the investigation concluded that the reported event of stent failure to deploy and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope, and/or the tortuous anatomy of the patient could have caused the physician to apply force, which limited the performance of the device and contributed to the failure reported of stent failure to deploy and the observed damages on the inner and outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not dilated prior to stent placement and the patient had a tortuous anatomy. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the inner sheath was detached/separated.